Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the right ventricular (rv) lead exhibited high impedance after fixation in two different locations. When implanting the right atrial lead, noise was also reported on both leads. The ra lead remains in use and the rv lead was replaced. No patient complications have been reported as a result of this event.